Event description:
During a laparoscopic roux en y gastric bypass procedure, the autosuture endopaddle retract was closed and retracted back into the black plastic sheath. The plastic cracked at its distal end as the paddle was being retracted. It snagged on the edge of the trocar and a piece of the plastic peeled away from the instrument while the endopaddle was being removed from the trocar. The piece was successfully retrieved from the abdominal cavity with no injury to the pt.